Event description:
Additional information received on 21-apr-2025 stating it was unknown if the pump alarmed before shutting down. However, the pump shut down during patient transport and it has a new vision battery.

Manufacturer narrative:
Customer complaint stated that the pump shut down while in use with a patient. Verified complaint. Device alarming with n58 low battery. Replaced battery and pressed change battery soft key. Alarming n184. Replaced pressure sensor and calibrated mechanism. Mechanism passed. Device passes self-test with no alarms or errors. Probable cause normal wear and tear on pressure sensor and depleted/damaged battery. Visual inspection found minor damage to rear enclosure, fluid shield, and door asm. Updated information in b5.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 device shut down while in use with a patient. There was no patient harm reported.